Event description:
It was reported that a vns patient was working in an e.r. And got close to an MRI machine while in use. The patient subsequently experienced a sensation of strong stimulation and had a gagging episode for about 20 minutes. The treating physician indicated that both events were believed to be related to vns and that the MRI most likely caused the vns to "trigger". As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the patient's device, this file was found to be possibly related to a short-circuit condition.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.